Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 opened physically, but the system registered the drawer as not open. A field service engineer (fse) found that the pocket was not releasing. Diagnostics were run, the retractor band was replaced, and the unit was rebooted and tested. The pocket functioned properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 was opened but was not recognized to be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.